Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported inflation issue was confirmed on the return and was likely caused by an interaction with the lesion and/or accessory devices. Based on the visual/functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for inflation issue reported from this lot. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the procedure was to treat a ectatic, de novo lesion in the distal left anterior descending (lad) artery. Reportedly, the 3.25 x 15mm nc voyager balloon catheter could not be inflated. Another balloon catheter was used and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.